Event description:
A customer contacted beckman coulter inc. (Bci) in regards to waste leak from rinse cup in right tray of the coulter lh 750 slidemaker. The operator was wearing proper personal protective equipment at the time of the event. No exposure to mucus membrane or open lesion was reported and the operator did not seek medical attention. No death or injury and no effect to patient treatment been reported in association with this event.

Manufacturer narrative:
The fluid leak originated from tubing vl20 which contains blood, isoton and clenz reagents. A bci field service engineer (fse) replaced leaking tubing at vl 20. Root cause for this event is leaking tubing at vl20.